Event description:
It was reported that during an unspecified procedure a stent partially deployed. The 75% stenosed lesion was located in the mildly tortuous and moderately calcified right common iliac artery. During advancement of the express biliary ld premounted stent system 7.0x40x75cm mild resistance was encountered. The express biliary balloon was inflated to 8 atms however, the stent did not fully deploy. The balloon was inflated again to 12 atms, and the stent still did not fully deploy. The physician removed the express biliary system and replaced it with an ultra thin sds 6.0x4x75. During the advancement of the ultra thin sds moderate resistance was encountered as the device crossed the closed end of the stent. The balloon was inflated to 12 atms, and again the stent did not fully deploy. The ultra thin sds was removed and a replaced with a non-bsc 7.0x4x75; the balloon was inflated to 18atms and the proximal end of the stent fully deployed and was held apposed against the vessel wall. There were no patient complications or injuries reported. The patient status is listed as 'fine'.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).